Manufacturer narrative:
The tech found the brake pedal was not fully connected to the torque tube weldment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech connected the brake pedal to the torque tube weldment to resolve the issue. Based on this info no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located on the (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).